Event description:
It was reported that there were no external power events while on the mobile power unit (mpu) power. It was noted that the mpu has a v-lock connector on the ac power cord and it was unknown if the power cord came loose at the wall/outlet or back of the unit. It was also unknown if there were any environmental circumstances that would have affected ac power at the time of the event. Related manufacturer report number: 2916596-2021-04620.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power events, was confirmed in the downloaded heartmate ii lvas controller log file. The controller was returned with damaged power leads (reference MFR # 2916596-2021-04620). The loss of external power event occurred while the patient was using the mpu as their power source. The log file downloaded from the controller contained approximately 15 days of patient event data. The patient appeared to be managing their external power sources properly using fully charged batteries in pairs and their ac external power source (mpu) for extended rest periods. There were two loss of external power event that occurred with the patient using the mpu. The controller operated on backup battery power during these events. The mpu was the power source before and after the events. Based on the power source indicator (rsoc) and power cable lead voltages, the mpu output was lost. The mpu appeared to be operating properly before and after the events. The events resolved without intervention. The customer replied to requests for additional event information. The locking ac power cord was being used. There were no environmental issues or inadvertent disconnections associated with a loss of ac power. The mpu was operating properly and would not be returned for evaluation. The root cause of the loss of external powers while operating on the mpu was unable to be determined in this analysis. The mpu assembly was made in apr 2017. The unit was packaged and placed into stock on may 1, 2017. The unit had been shipped to the customer may 22, 2017. The unit had no previous services. Set up and use of the mpu are documented in the heartmate ii lvas patient handbook. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook - alarms and troubleshooting, no external power alarms; low battery power alarms; mpu alarms. The heartmate ii lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.